Event description:
Additional information received indicated that the patient's lead was capped and replaced on 19 oct 2020. The patient was stable throughout.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation showed the right ventricular lead capture threshold was high. The patient was asymptomatic. No changes were made.

Event description:
Additional information received indicated that the patient presented to the clinic for a follow up. While testing the capture thresholds, the lead failed to capture. The physician programmed the lead off. No additional information was reported.